Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein hemostasis procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy two bands successfully; however, the remaining bands could not be deployed. The physician removed the device and the procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator head with some bands attached and one of them was moved from its original position.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein hemostasis procedure performed on (B)(6), 2022. During the procedure, the physician was able to deploy two bands successfully; however, the remaining bands could not be deployed. The physician removed the device and the procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator head with some bands attached and one of them was moved from its original position.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had three bands attached and one band was moved out of its position, which is consistent with the findings per media analysis. The suture hole was in good condition with no damages observed. Some of the ligator head teeth were damaged/bent. There was evidence that the trip wire was secured in the handle assembly slot. The device was observed under magnification, and the suture hole was in good condition with no damages observed and some of the ligator head teeth were damaged/bent. A functional evaluation was performed by rotating the handle knob. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and one band on the ligator head was moved. These suggest that the device could not deploy. These conditions could have been generated due to procedural or anatomical factors encountered during procedure which could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to move the suture knots from their position in the ligation unit, this would result in more tension applied to the component leading to bend the teeth and consequently causing inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure.